Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with dislodgement upon fluoroscopic examination. The lead was successfully re-positioned in a procedure on 05 may 2021. Post-procedure the patient was stable.